Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the samples was provided for evaluation. During visual inspection to the provided photographs noted the sample was packed with correct part orientation in blister pack. There is no damaged part and the pouch is fully sealed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system injection sites were upside down inside the packaging and they were exposed to potential contamination. This was observed before use. There was no patient involvement. No additional information is available.